Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported that the unit was swapped out with another cv-180 and the issue follows this unit. Tac advised the customer that there is no other remedial actions and the unit should be sent in for repairs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the indicator lights on the front panel of the evis exera ii video system center are lit up. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.